Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with the naked eye noted a black stain on the surface of the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (black stain) was found on the cap surface of a minicap when opening the packaging (overpouch). There was no patient involvement. No additional information is available.